Event description:
It was reported that the patient experienced recurring incontinence and fluid leak with artificial urinary sphincter (aus) due to broken tube above the neck of the pressure regulating balloon. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.